Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air bubble detection alarm does not stop. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified the complaint was not related to a previous service of the device within the review period. Event history confirmed that there was a record that the air-in-line alarm had occurred. Probable cause was defective air detector. Replaced the air detector and device passed all functional tests.